Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (165 days). Initially, it was determined that this incident was not reportable since the complaint was about an optical abnormality. The pump was functioning with 100% fill and ejection, but the failure analysis on 2019-12-11 showed that this incident is reportable since one of the membrane layers was defective. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. In the initial visual examination loose graphite particles could be seen in the air chamber, confirming the customer complaint. The pump was then disassembled for further testing. The graphite particles in the air chamber were mainly located in the inside wall of the pump housing. The membrane layers were individually tested. In the middle layer leakages were detected. The blood-side layer and the air-side layer were found to be intact. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. The thickness of the individual layers at all the fixed locations in the air-side and middle layer was found to be within specification. However at the time of remeasurement, the thickness profile of the middle layer was found not to be homogenous. During the production of excor blood pumps, graphite powder is applied to both surfaces of the air-side layer and middle layer, as well as to the surface of the blood-side layer which is not in contact with blood. During the pumping function when used on patients, a small amount of graphite can detach from the surface of the air-side layer. In this case, graphite particles are most likely detached by friction between the membrane and the stabilizing ring. These detached graphite particles can accumulate in the air chamber. The graphite particles in the air chamber do not affect the pumping function. The cause of the leakage in the middle layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. This led to a leakage in the middle layer of the triple-layer membrane. However, the pumping function was not affected by the leakage.

Event description:
We were informed by the clinic about the appearance of graphite particles in the air chamber of an excor blood pump of a patient supported in the lvad configuration. The clinic provided a picture based on which berlin heart clinical affairs ca personnel recommended an exchange of the affected pump. Trained personnel at the clinic performed an exchange of the affected pump. The exchange was performed without complications and the patient was doing well again after the exchange. The pumping function was full fill and ejection and the patient was supplied as intended until the exchange of the blood pump. In the failure investigation on (B)(6) 2019, a defect of the middle layer was detected.